Event description:
Reporter alleged obtaining a blood glucose result of 260 mg/dl at 5:30 pm on her advantage system and was not feeling well. Reporter stated relatives came to see her after the reading and her glucose then tested at 256 mg/dl but relatives called the paramedics because relatives stated "something wasn't right." It was stated paramedics arrived 15 minutes later and their device read 34 mg/dl, while reporter was transported in the ambulance glucose read 20 mg/dl, and then reading was lo (less than 10 mg/dl) once tested at the emergency room (ER). Reporter indicated being treated with an IV, amount and contents was unknown. Reporter stated having higher than usual blood glucose readings on her system however her physician had tested her glucose and received a lower value, so subsequently she was placed on a different diabetes medication regime. After the incident, it was stated the customer is no longer taking the newly prescribed medication. A request was made for the return of the suspect product and replacement product was sent however she stated the test strips being used with the system at the time of the incident have been completely used. No product will be returned for evaluation.